Event description:
Complaint description: md was performing the procedure according to IFU. During the insertion, md could not advance the swg due to the folded guide wire. A new device was used and the procedure was completed without incident.

Manufacturer narrative:
(B)(4). The customer returned various components including a guide wire assembly for evaluation. The guide wire assembly was returned without the straightener cone. Visual examination of the guide wire revealed two bends near the distal end. The guide wire contained two bends 561 and 579 mm from the proximal end. The total length and outer diameter of the guide wire were measured and were found to be within specification. The returned guide wire was able to pass through the returned catheter and ars with minimal resistance. A manual tug test confirmed both welds were fully intact. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user , "do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The customer report of guide wire damage was confirmed by complaint investigation. The returned guide wire contained two small bends near the distal end. The guide wire passed all relevant dimensional and functional testing. A device history record review was performed with no relevant findings. Based on the sample received, it was determined that unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Medical doctor was performing the procedure according to IFU. During the insertion, medical doctor could not advance the swg due to the folded guide wire. A new device was used and the procedure was completed without incident.